Event description:
The customer reported that during a total laparoscopic-assisted hysterectomy part of the active blade disengaged and fell into the pt cavity. The piece was retrieved. There was no pt injury. The surgical staff installed another dissector and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.